Manufacturer narrative:
On 9/27/2019, the affected device information has become available. The affected device is a 800cc mentor smooth round moderate plus profile, catalog: 3502800 lot: 7458179 serial number: (B)(6) the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The investigation of the returned device was completed by the failure analysis lab on 11/12/2019. Device evaluation summary: according to the information received, it was reported that the patient developed anisomastia. During evaluation of the sample it was observed to be intact. No anomalies were observed. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent breast augmentation revision surgery with an unknown moderate plus profile saline breast implant experienced right sided breast asymmetry. There was asymmetry present and the devices were found intact upon removal. As a result, patient underwent bilateral removal and replacement with two 790cc mentor smooth high profile memorygel breast implants (l) catalog: shpx790, lot: 77732551-048 (r), catalog: shpx790, lot: 7732551-042 on (B)(6) 2019.